Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician placed an unknown stent in lesion, then attempted to place a 2.50 x 8 mm taxus express2 drug eluting stent distally to the previously deployed stent, but was unable to cross the previously deployed stent. The physician then attempted to place a 2.50 x 12 mm taxus express2 drug eluting stent distally to the previously deployed stent, but again was unable to cross the previously deployed stent. Consequently, the stents were never deployed. Upon removal of each of the taxus stents from the patient's body it was noted that the struts were lifted. The physician successfully completed the procedure with another 2.50 x 8 mm and a 2.50 x 12 mm taxus express2 drug eluting stent. No patient complications or injuries were reported. Patient status is reported as "satisfactory/good".